Event description:
It was reported that the patient¿s blood glucose level increased to 400 mg/dl while wearing the pod for approximately 24 to 36 hours. The pod was reportedly coming loose from the infusion site, resulting in cannula dislodgement. The patient mentioned possibly bumping into something that may have caused the cannula to become dislodged and also expressed uncertainty about whether the pod had been properly inserted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.